Manufacturer narrative:
Concomitant products: d154vwc ICD, implanted: (B)(6) 2008; 694365v lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited under-sensing on stored electrograms, leading of early termination of atrial tachycardia/atrial fibrillation (at/af) episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.